Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coverglass of the insertion section is scratched, the video cable is broken, error 216, and no image is displayed. Based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely error 216 and no displayed image is due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had poor picture. The issue was found during inspection for use. There were no reports of patient harm.